Event description:
With the catheter inserted into the sheath, the physician aspirated the sheath from the sideport connection and noticed a constant flow of air bubbles being sucked into the syringe. The sheath was removed and successfully replaced. No adverse event occurred.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the shaft was intact with no apparent issues. Insertion test showed that a test catheter was inserted without difficulty and the deflection worked as per specification. The reported air ingress issue has been confirmed through testing; air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.